Event description:
In surgical laser system, laser displayed low power error at full power w during treatment. Las was used to complete the procedure and no adverse effects to the patient were reported.

Manufacturer narrative:
Damaged pumping chamber and oc mirror. After the substitution the system has been restored to full power and performance. We are unaware about delay on treatment or patient injury.